Event description:
Customer reported that the insulin pump buttons are not working and the display is frozen. Customer stated that the insulin pump is broken and a piece is missing. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to moisture damage to keypad traces. No frozen screen noted. The insulin pump received with scratched display window, cracked display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.